Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's brown piece next to orange portion was seen to have chipping occurring. Scissor tip does not cover entire orange portion of instrument's end. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: damage was observed on the mcs instrument¿s main tube/shaft (above the orange section), the tip cover accessory did not fully cover the orange surface leaving the chipped part visible with no accessory damage was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 1.73mm in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
Refer to h11 for follow-up information.